Event description:
It was reported that during the procedure, the user had the impression that the release mechanisms of the handgrip did not work. The physician attempted to release the stent via the thumb wheel but felt no resistance. Therefore, the physician used the fast track deployment lever, but the slider jammed. The stent was partially released, jammed in the vessel, and fractured at the end. The stent was removed while partially located on the catheter. The fractured segment remained in the patient. Therefore, two competitor's stents were placed in an overlapping technique in order to fixate the stent segment in the vessel. There was no report of injury to the patient and according to the physician, the patient is doing well.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently distributed in the u.s. The review of the manufacturing records show that no remarkable incidents occurred. The product has been returned. This evaluation is underway.